Manufacturer narrative:
E1: patient's street address was added.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. (B)(4). The explanted graft was not returned / retained at user facility. Therefore, direct product analysis was not possible.

Event description:
On (B)(6) 2020, an gore® propaten® vascular graft (standard wall removable rings ax-bifem) was implanted due to aorta-iliac occlusive disease. On (B)(6) 2020, the graft was explanted because of a reported graft infection. The patient was diagnosed with mrsa sometime after the vascular graft was implanted. The patient was reported to be recovering well after the explant procedure. The explanted graft was discarded and a section of the graft was sent for testing at the user facility.

Manufacturer narrative:
H6 - code 213: review of device sterilization record history confirmed device met pre-release specifications.

Manufacturer narrative:
G4: PMA/510(k) number was corrected.